Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncope and inappropriate shocks. The patient was noted to be hypokalemic. The following physician is aware and attempted to bring the patient in for further evaluation; however, the patient has refused. The system remains in service. No additional adverse patient effects were reported.